Manufacturer narrative:
(B)(4).the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include neurologic damage, local or systemic (e.g., paraplegia).

Event description:
On (B)(6) 2016, the patient underwent a procedure using a conformable gore® tag® thoracic endoprostheses to treat a penetrating ulcer of the mid descending thoracic aorta. Reportedly the patient had a spinal drain placed before the procedure by a neurologist. It was reported that at the end of the procedure it was discovered the spinal drain was not draining the spinal fluid due to the port not being opened. A new drain was placed after the endovascular procedure was completed and fluid was then drained. Post procedure the patient was paralyzed in the lower extremities. The physician stated the cause of the paralysis is not due to a deficiency with the conformable gore® tag® thoracic endoprostheses. The cause of paralysis is due to the lack of blood profusion to the intercostal arteries being covered during the procedure and the lack of intercostal arteries profusion from a previous bi-fem bypass performed over five years ago.